Event description:
It was reported that patient experienced suspected infection and allergy at the left supraorbital lead site. Patient's body was rejecting the left supraorbital lead and was hospitalized. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Correction: h6: codes were updated to reflect infection.

Event description:
Additional information indicates that the patient had an infection at the lead site and patient is continuing IV antibiotics. The infection has since resolved.

Event description:
Additional information indicates that the infection has resolved.

Manufacturer narrative:
Correction: PMA/510(k) # was inadvertently omitted from the initial and subsequent reports. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.